Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The device was returned to olympus for evaluation. The device was connected to the test esg 400 generator and the cutting forceps found to have activated on its own. The blue coagulation button was removed and found the left dome switch was collapsed, which will cause electrical closed circuit, and can cause the device to activate on its own. The device history record was reviewed and found no discrepancy during the manufacturing of the lot.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time.

Event description:
Olympus was informed that during a bilateral salpingo-oophorectomy procedure, the cutting forceps activated on its own without depressing the activation button or footswitch. There was no bleeding reported. The procedure was completed with a similar device. There was no patient injury report. In addition, the user facility reported that the forceps were inspected post procedure and the button appeared to be defective without spring tension.